Event description:
It was reported that during a coronary ptca/stenting procedure of the rca, guide wire removal difficulties were encountered and the tip of the guide wire detached. The physician initially had difficulty intubating the ostium, as well as wiring the lesion. The lesion was pre-dilated and again with difficulty, advanced the stent into position and deployed it successfully. While attempting to remove the guide wire, the wire became stuck in the proximal struts of the stent. Gentle manipulations and insertion of a balloon were attempted to free the guide wire. The physician then gently "tugged" on the wire at which time the tip of the wire sheared off and remained in the proximal rca. The pt was asymptomatic and the flow through the vessel was not compromised. The physician believed that it was not appropriate at that time to recommend surgery, despite the likelihood of thrombus, as the pt did not have critical disease of the other vessels or of the aortic valve. The pt presented to the ER in 10/2003 with a history of sudden onset of headaches, chest pain and was hypotensive. Angiography revealed retained wire in the base of the aortic root. The rca revealed evidence of narrowing which had not been present on angiogram following the stenting procedure. The pt was transferred to the operating room and while being prepped for surgery, became bradycardic and developed slow ventricular tachycardia. The chest and the pericardium were quickly opened and open cardiac massage was begun with conversion to slow sinus rhythm. The surgeon performed saphenous vein grafting to the rca. A small tear was then noted in the medial aspect of the svc which was leaking venous blood. The tear appeared to be related to the guide wire fragment sticking through the wall of the aorta. The wire fragment, approx 8 inches in length, was removed from a trans-aortic position and the laceration was repaired. The pt was transferred to ICU in guarded condition. The pt is reported to be "fine" following the surgery.